Event description:
The caller reported that the battery charge of the insulin pump increased by 80% in a short time and then unexpectedly dropped to 5%, resulting in a shutdown. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support provided guidance on troubleshooting steps and instructed the caller to charge the pump using reliable supplies and perform specific resetting procedures. Due to the persistent issue and lack of fault identification, technical support decided to replace the pump and create a new case to capture the problem.